Manufacturer narrative:
This report is filed january 19, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to an infection at the implant site. The patient was reimplanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
This report filed february 5th, 2016.